Event description:
Customer reported no ECG waveform or readings from the v series monitor, which may have affected ECG monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit and replaced the vps module.